Manufacturer narrative:
(B)(4). The analysis found that one pve35a device was returned with no apparent damage and with three cartridges reloads present. The cartridges reloads were received fully fired. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. Please note that to open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information requested and received: can it be confirmed that the entire compressed vessel was proximal to cut line? Yes. The surgeon told me that from a technical perspective, everything was normal. The failure of the staple line was in the middle of the vessel, not the ends. Can it be confirmed that there was no extraneous tissue within jaws distal to cut line? Yes. Were the tips of the jaw visible during firing? Yes. See first response. Was the reason for the thoracotomy due to issues related to device or where there other factors? Possibly other factors, but it is confirmed that the surgeon did not open until he had to use suture for hemostasis. What was the approximate size of vessel? What exact vessel was device being used on when event occurred? Pulmonary artery. What is the current patient status? The procedure was completed, and I was informed that the patient is fine.

Event description:
It was reported that during a video assisted thoracic surgery lobectomy procedure, the surgeon fired the pve35a on a vessel. The vessel began bleeding and clips were used to stop the bleeding. After the clips were applied, the surgeon transitioned from vats to a thoracotomy. The vessel was then sewn. Later, using the same pve35a, the surgeon fired on a different vessel. The staple line opened which caused more bleeding. The bleeding was stopped using clips and the vessel was sewn shut. The procedure was completed using a pse45a.